Manufacturer narrative:
Company comment: the serious events of infection, inflammation, and oedema at implant site, and the non-serious events of erythema, warmth and pain at implant site were considered expected and possibly related to the treatment. The serious event of arterial thrombosis was considered unexpected due to its latency but possibly related to the treatment, as it may have occurred secondary to the expected infectious process. Seriousness criteria includes the need for multiple medical interventions, drainage procedures, and hospitalization to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique. An alternative root cause includes concomitant cosmetic treatments. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed, providing sufficient information to assess the potential root cause, including assessments of causality, expectedness and seriousness. The reported lot number was valid and verified the reported product. A trending analysis on the lot was performed to determine the number of medical complaints associated with the specific lot number, and to date, this remains the only medical complaint reported. To rule out a non-conforming product, a repeat batch record review will be performed. In addition, further information regarding the incident will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 24-mar-2026 by an other health professional concerning a 29-year-old female patient. No information about medical history, history of allergies or previous filler treatments has been provided. The patient initially sought treatment for improvement of skin quality, under-eye area, and lower facial third. On (B)(6) 2026, the patient received treatment with restylane lidocaine (lot 23373) to the tear trough area (unknown amount, injection technique and needle type). On the same day, the patient also underwent facial rejuvenation procedures including bbl, focused ultrasound (ultraformer), and botulinum toxin [botulinum toxin nos]. There were no immediate complications. On an unknown date in 2026, approximately 15 days prior to the current consultation, the patient experienced edema/localized collection (implant site oedema), redness (implant site erythema), warmth (implant site warmth), and pain (implant site pain) in the infraorbital region. Case analysis indicated an early post-injection infection (implant site infection) following hyaluronic acid administration. The patient was treated as an outpatient with oral antibiotic of clindamycin [clindamycin] and ciprofloxacin [ciprofloxacin], which resulting in only partial initial improvement. Subsequently, the patient experienced worsening of edema and pain and underwent a soft tissue ultrasound, which revealed a localized collection requiring drainage procedure. The sample was sent for culture, which yielded negative results. At the same time of drainage, the radiologist injected hyaluronidase [hyaluronidase] despite instructions to avoid dilution of the filler at that time. The patient initially showed slight improvement, followed by clinical deterioration two days later, necessitating another radiologic evaluation and manual drainage. As symptoms persisted, the patient presented to the emergency department and was hospitalized on (B)(6) 2026. The patient was then started on intravenous linezolid [linezolid]. Additionally, the patient underwent imaging studies, including CT and MRI, and demonstrated no significant findings. Due to clinical suspicion of a vascular complication, the hcp initiated treatment with ceftaroline [ceftaroline] and prophylactic enoxaparin [enoxaparin]. The patient subsequently obtained private hospital care, where she continued receiving intravenous antibiotics and underwent additional diagnostic studies to rule out new collections. At the time of reporting, on (B)(6) 2026, the patient showed improvement in edema and inflammatory signs (implant site inflammation) following two intravenous antibiotic changes. The patient was discharged from plastic surgery but remained hospitalized for continued antibiotic treatment. A small thrombosis of a facial artery (arterial thrombosis) was documented, which was considered likely related to the infectious process rather than the initial filler injection, leading to the initiation of anticoagulation. The patient was slowly improving while receiving meropenem [meropenem] and linezolid. The scheduling of the hyaluronic dilution remained pending. Outcome at the time of the report: edema/localized collection was recovering/resolving. Redness was recovering/resolving. Warmth was recovering/resolving. Pain was recovering/resolving. Post-injection infection was recovering/resolving. Thrombosis of a facial artery was recovering/resolving. Inflammatory signs was recovering/resolving.